Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access set leaked. This occurred during infusion of an unknown solution using a sigma spectrum pump. The nurse stated that the set leaked from the "luer lock port where they push the medicine through." Additional information was obtained from the nurse who confirmed that, "the leak occurred at one of the unused y-sites downstream from where the secondary tubing set was connected. The secondary set was connected at the top y-site closest to the drip chamber of the primary set and the secondary bag was hung above the primary bag." There was no patient injury or medical intervention associated with this event. No additional information is available.